Event description:
It was reported that the patient had been lost to follow-up. During a changeout procedure, reproducible lead noise was observed as well as a loss of capture. As a replacement lead could not be implanted due to the patients anatomy, the lead remained in use with adjusted output settings in place. The patient experienced bradycardia. On (B)(6) the patient was checked and the device was programmed to unipolar mode which resolved the noise and provided a normal and consistent capture threshold. The patient was noted to be in good condition and would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.